Event description:
It was reported that atrial lead noise was observed via stored electrograms. Surgery was performed and after reconnecting the lead to the pulse generator, noise was no longer observed. The lead remained implanted and the patient was in stable condition.